Event description:
The reporter stated the surgeon inserted a 13.2mm micl13.2 implantable collamer lens and the lens misfired. The reporter stated when the lens was being ejected, the lens rotated and was inserted upside down. The lens was removed with no pt injury and a backup lens was implanted.

Manufacturer narrative:
Evaluation results - a lens work order search was performed and no similar complaint was found.